Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orcapod was used during a colonoscopy procedure performed in the colon for screening on (B)(6) 2025. During the procedure, the air/water valve was leaking and could not get full insufflation. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block e1 (initial reporter email). Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve fluid leak. Block h11: correction to block e1 (initial reporter first name).

Event description:
It was reported to boston scientific corporation that an orcapod was used during a colonoscopy procedure performed in the colon for screening on (B)(6) 2025. During the procedure, the air/water valve was leaking and could not get full insufflation. The procedure was completed with this device. There were no patient complications reported as a result of this event.